Event description:
Hill-rom received a report from a hill-rom technician stating the siderail would not stay up and lock into place. The bed was located at the account in room 624. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the right head side rail will not stay up due to broken center arm assembly. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2013 and 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the center arm assembly to resolve the issue. Based on this information, no further action is required.